Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving an inaccurately high reading on her fs flash meter as compared to a laboratory meter. Customer received a reading of 498 mg/dl compared to a lab reading of 178 mg/dl within a 10 minute timeframe. All tests were performed on the finger. The results when plotted on a parkes error "grid" fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.